Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the segment broken, the insertion flexible tube (ift) buckled, the forward body frame corroded, the ccd driver pcb corroded, the electrical connector corroded, the operation channel leak, the lg root brace rubber cut, the lg prong top dirty, the lg prong top loosened, the insertion flexible tube (ift) worn out, the distal body worn out, and the root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).